Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigma resection procedure, there was an incomplete staple line. The surgeon used a new reload to complete the case. There was no patient consequence.